Manufacturer narrative:
A getinge field service engineer (fse) confirmed upon further troubleshooting, he found that the power management pcb was not charging the batteries. Fse replaced power management pcb (d670-00-1162). No errors noted in logs. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for use. No patient involvement and no harm reported. The defective components were received for further investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h11 the following was performed by technician of the maquet failure analysis and testing (fat) department wayne.the failure analysis and testing department received the following part associated with this complaint:power management board this part was received with a reported unit failure message of batteries not charging. Performed visual inspection of this part received and part looks to be in good condition. Installed power management board into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. Performed all functional tests and passed. The fat dept. Could not verify the failure message of batteries not charging. Bay 1 slot and bay 2 slot are works correctly. Batteries were charged in both slots. Power management board passed testing. Retaining power management board in the fat dept. Per procedure. Due to old part revision, this board is not going to supplier for further investigation. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. A getinge field service engineer (fse) confirmed upon further troubleshooting, he found that the power management pcb was not charging the batteries. Fse replaced power management pcb (d670-00-1162). No errors noted in logs. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for use. No patient involvement and no harm reported. The defective components were received for further investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) batteries are not charging. There was no patient involvement.